Event description:
The event involved an unspecified transducers set. The reporter stated that they had many issues with air in the line when taking blood, stating it was super positional and difficult to troubleshoot and issues with damaging arteries as well as lines not lasting as long with the safeset. The use of the set started on (B)(6) 2024 2:33:37 pm and ended on (B)(6) 2024 2:36:27 pm. Arterial and/or cvp monitoring was being administered or performed. The safeset product has been used weekly for 5-10 years. The setup process was extremely easy. Taking blood and abg were always challenging. The cvp line length and abg line length were never challenging. The positional trace was always challenging, while manual handling was sometimes challenging. There was patient involvement and delay in therapy; harm was not reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Updated information in d9.